Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres for 3 minutes, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good post procedure.